Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) sometimes does not light up when the unit is powered on. The customer stated there was no patient associated with this event .

Manufacturer narrative:
The carefusion failure analysis lab inspected the user interface module (uim) and was able to duplicate the reported issue. The root cause of the reported issue was isolated to low voltage output on the coin cell battery.